Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the apollo micro catheter was returned for analysis inside a biohazard plastic bag and a shipping box. ¿ damage location details: no damages were found with the apollo distal marker/tip. Onyx was found solidified inside the micro catheter tip, lumen, and hub. The entire surface of the apollo micro catheter body was examined under magnification. The apollo micro catheter body was found to be ruptured at ~17.0 cm from the distal tip. ¿ testing/analysis: the apollo usable length was measured to be ~166.5cm (specifications: 165.0cm ± 2.5cm). The catheter was flushed with water and found not patent as it was found to be occluded with the solidified onyx. ¿ conclusion: based on the device analysis and reported information, the customer's report of a "catheter leak" was confirmed, as the returned apollo micro catheter was found to be ruptured. The rupture appears to have occurred due to over-pressurization. This can happen during the injection of embolic material or if the distal portion of the catheter is kinked, prolapsed, or occluded. Additionally, rupture may occur from a high injection rate, applying pressure with the palm of the hand, or exerting increased force against resistance. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the catheter leak was not determined. No onyx the patient's blood vessels. There was no unintended embolization. The patient was undergoing an embolization surgery for cerebral arterial malformation. No leak was observed when the catheter was flushed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a treatment for cerebral arteriovenous malformation using an apollo microcatheter, a catheter leak was o bserved. The leak was identified as distal, and it was noted that the microcatheter was leaking glue during the surgery. The procedure involved accessing the left femoral artery, which had a diameter of 7.9 millimeters and moderate vessel tortuosity. The catheter was not inspected or tested prior to use, but it was flushed as indicated in the instructions for use. The product was replaced by another medtronic product.